Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000044816.

Event description:
It was reported that the patient's lead was fractured. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken and the lead was explanted and replaced.